Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2016 it was impossible to interrogate the subject platinium crt-d. A programmer issue was excluded since the programmer involved was successfully used to interrogate another platinium device. Reportedly, the green leds of the programming head remained off (device not recognized). Next patient visit to the hospital ((B)(6)) was scheduled on (B)(6) 2016. A recovery procedure was successfully performed that day. Proper operation of the ICD was restored.

Event description:
On (B)(6) 2016 it was impossible to interrogate the subject platinium crt-d. A programmer issue was excluded since the programmer involved was successfully used to interrogate another platinium device. Reportedly, the green leds of the programming head remained off (device not recognized). Next patient visit to the hospital ((B)(6)) was scheduled on (B)(6) 2016. A recovery procedure was successfully performed that day. Proper operation of the ICD was restored.